Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily testing of unit, the cs300 intra-aortic balloon pump (iabp) autofill error. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the biomed notified fse that clinical staff isolated failure to a leak in tubing. Failure was not because of this pump. Fse performed calibration, functional check and safety test. Equipment passed all functional testing.